Manufacturer narrative:
The instrument was not returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-evaluation) and/or if additional information is received.

Event description:
It was reported that during a da vinci gynecology procedure the permanent cautery hook instrument broke and pieces fell into the patient. One broken piece was retrieved, however, another broken piece could not be found. The planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.